Manufacturer narrative:
The customer did not supply the patients' demographics such as ages, dates of birth, sexes and weights. (B)(6). A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. No hardware errors, flags or other assay issues were reported in conjunction with this event. There is no evidence that the access free t3 reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining elevated free triiodothyronine (access free t3) results for two patients on a unicel dxi 800 access immunoassay system (serial number (B)(4)) that were discordant to another methodology and the patient clinical file. The samples generated elevated results, above the assay's normal reference range. The customer also analyzed the patient samples on an alternate methodology (advia centaur, siemens) and obtained discordant, lower free triiodothyronine results within that assay's normal reference range. The patient's human thyroid-stimulating hormone (access htsh) results were within normal reference ranges for both patients. The access free t3 results were reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Calibration, qc (quality control) and system check were recovering within expected ranges at the time of the event. No hardware errors or other assay issues were reported in conjunction with these events. Information on the collection and centrifugation of the patient samples was not supplied. No issues with sample integrity were reported by the customer.